Event description:
Info received indicates functions are only working intermittently on both intermediate siderails.

Manufacturer narrative:
The technician found open wires on the siderail cable harness and both siderail boards had signs of fluid ingress on them. The technician replaced both siderail cables and ucm boards to repair the bed.